Event description:
It was reported that this left ventricular (lv) lead was fractured and was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).